Event description:
It was reported that the array did not deploy properly. A 3.0 x 17 x 15 leveen superslim needle electrode was selected for use in a radio frequency ablation procedure in the liver. The device was used to puncture one patient in multiple locations. After the procedure was completed, the needle was deployed, and it was noticed that one of the needles was deployed outward in the opposite direction. The procedure was successfully completed with this device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. No damage was observed at the handle. It was observed that the tines were bent. Consequently, the reported event was confirmed due to the condition of the device.

Event description:
It was reported that the array did not deploy properly. A 3.0 x 17 x 15 leveen superslim needle electrode was selected for use in a radio frequency ablation procedure in the liver. The device was used to puncture one patient in multiple locations. After the procedure was completed, the needle was deployed, and it was noticed that one of the needles was deployed outward in the opposite direction. The procedure was successfully completed with this device. No patient complications were reported.